Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding display glass. The functional testing could not be performed due to the display anomaly. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's father reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 169 mg/dl. The insulin pump had not been dropped, bumped or exposed to moisture and did not show signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The caller was advised to clean the battery cap contacts and insert a new battery and the display did not return. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.